Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was taken to the hospital via ambulance due to diabetic ketoacidosis. The patient had a blood glucose level of 810 mg/dl at the hospital. The infusion device had displayed multiple e4 (occlusion error) messages. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.